Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from may 21, 2021 - may 24, 2021. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the returned unit with green colored water. During fill, leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow condition was due to a gray color particles measured to be 3.0 square mm in size, lodged under the device checkband. The particle was subsequently identified to be polyisoprene material via ftir spectroscopy test. The reported condition was verified. The most probable cause of the polyisoprene fragment lodged under the checkband is a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter facility: (B)(6) university medical college. The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an large volume infusor had a fluid leakage from an unspecified location during filling. There was no patient involvement. No additional information is available.